Manufacturer narrative:
The pod was returned with the needle partially deployed, the linkage assembly in the fully deployed position, and the needle exposed. Upon removing the top housing, the formed needle was observed to be disengaged from the slide retract, and visible damage to the slide retract was observed due to the incorrectly installed formed needle. There was an 0x33 alarm on the device, but no drive stalls or time out were observed that would stop the device from functioning as intended. The device was paired to a master pdm and a 5u bolus was administered. The device was able to pair to the pdm and successfully deliver the bolus. No alarms, drive stalls or time outs were observed in the re-run data. No other damages or deficiencies were observed that would have stopped the device from running as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.